Manufacturer narrative:
: The clinic is reporting this adverse event only and does not request or require field service or clinical support. All pertinent information available to amo has been submitted.  Placeholder.

Event description:
The clinic reported that a laser vision correction patient who underwent a vision enhancement in the right eye presented at the one day post op visit with epithelial sloughing at the superior temporal flap edge. The flap was fully intact. The surgeon debrided the loose epithelial tissue and applied a bandage contact lens. The patient's condition resolved within three days following the procedure.